Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: monument. Manufacturing date: april 24, 2014. Expiration date: march 31, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The event as per complaint description cannot be associated with the sterility process of the product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with a trochanteric fixation nail (tfn), locking screw, and lag screw on (B)(6) 2016. During the initial procedure, the surgeon stated he was unable to advance the lag screw all the way. The patient was returned to surgery on (B)(6) 2016 due to a superior cut out of the femoral head by the lag screw. Explant surgeon removed the nail, locking screw, and lag screw. Patient was revised to a dynamic hip screw (dhs). Surgery was completed successfully with no delay and no harm to patient. The revision of the construct is addressed in this complaint. The issue reported with the advancement of the lag screw during the initial procedure is addressed in linked complaint (B)(4). Concomitant devices reported: trochanteric fixation nail (part 456.318, lot 7950351, quantity (B)(4)) locking screw (part and lot number unknown, quantity (B)(4)). This is report 1 of 1 for (B)(4).